Event description:
It was reported that removal difficulties occurred. The target lesion was located in the circumflex artery. The 2.25mm x 12mm promus element plus stent was advanced and deployed to the target lesion below 10 atmospheres. However upon removal of the stent delivery system (sds), the balloon was stuck to the recently deployed stent. The sds balloon was reinflated at 10 atmospheres and expand the stent to give space for the removal of the balloon. The procedure was completed with this device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned without the stent. The balloon was partially inflated indicating that the balloon had been subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. After dissolvation of the solidified contrast medium inside the inflation lumen, the device was inflated to nominal pressure at 11atm and subsequently deflated with no issues noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the circumflex artery. The 2.25mm x 12mm promus promus element¿ plus stent was advanced and deployed to the target lesion below 10 atmospheres. However, upon removal of the stent delivery system (sds), the balloon was stuck to the recently deployed stent. The sds balloon was reinflated at 10 atmospheres and expand the stent to give space for the removal of the balloon. The procedure was completed with this device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).